Manufacturer narrative:
Terumo has not received the actual device for investigation. The most likely cause of the event was a leak that occurred from the valve or the crimp due to damage. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, the gas b bottle was empty. There was no pt involvement. The product was not changed out. The surgery was completed successfully.